Manufacturer narrative:
The insulin pump was received with a scratched case and a stained keypad overlay. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to the electronic assembly.

Event description:
Information received by medtronic indicated that insulin pump had battery not working and frozen display. No harm requiring medical intervention was reported. Customer stated that yesterday she put in a new battery in the insulin pump and today it was saying to change the battery again. The customer was assisted with troubleshooting. The device will be returned for analysis.